Event description:
It was reported that the patient had an emergency backup battery (ebb) fault which did not clear after multiple self-tests despite having recently exchanged the ebb. With the recall in mind, the site decided to perform a system controller exchange. Log files were submitted which captured ebb faults beginning on (B)(6) 2025 due to the ebb failing the load test, and no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files. On (B)(6) 2025, intermittent backup battery fault alarms were activated. The alarms were associated with the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 system controller, serial number (B)(6) was not returned for analysis. The root cause of the backup battery fault alarm could not be determined through this investigation. A corrective and preventative action (CAPA) has been initiated to address the issue of backup battery fault alarms due to the backup battery not passing the load test. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. The heartmate 3 IFU section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.